Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The reason for failure and possible explant has not been clearly communicated by the surgeon. Echo files and patient health and history have been requested but have not been provided. The surgeon assessment was to explant this valve and that has not been changed. The device is currently implanted. If new information is received, a follow up report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards has learned of the pending explant of a 21mm aortic pericaridal valve that has been implanted for approximately seven (7) years and ten (10) months at time of reporting. Per follow up with the health care provider, the surgeon indicated the explant would be based on recent echo findings. Requested echo, pre-op physical and return of device when explanted. Biokit was sent in anticipation. Explant is to be scheduled.